Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this pt developed an infection of the sternum and received ongoing treatment for the infection. A fistula occurred and recently the subcutaneous implantable cardioverter defibrillator (s-ICD) system was removed because of the proximity to the infection. The system was sent for cultures and will not be returned.